Event description:
It was reported that the pt underwent a vaginal hysterectomy and a pelvic floor repair in 2005. A small area of anterior vaginal erosion was noted during next month. The pt was treated conservatively with premarin cream for several months, but the erosion worsened. The pt had surgery 5 months later to remove a portion of the mesh, and the pt has had several in-office procedures to further remove portions of the mesh. Nine months after the surgery, a "larger area" of mesh was removed and an anterior repair, without mesh, was performed.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time.